Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per biomed - rain on screen. No other information was provided.